Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On november 2, 2020, olympus medical systems corp. (Omsc) received literature titled "clinical outcomes of endoscopic submucosal dissection for large colorectal neoplasms: a comparison of protruding and laterally spreading tumors". The purpose was to compare the outcomes of esd in protruding tumors with those of laterally spreading tumors (lsts). In the literature, it was reported that 2 perforations discontinued esd and required the additional surgical resections were observed in 218 patients with protruding tumors or lsts who underwent colonoscopy from (B)(6) 2007 to (B)(6) 2014 at (B)(6) medical center. The esd procedures were performed using a dual knife (olympus), a hook knife (olympus), or a flexible snare knife (non-olympus). We did not found when the perforations was occurred and whether the surgeon used the olympus¿s knife or the non-olympus¿s knife during esd. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that the surgeon might use the olympus¿s knife when the perforations was occurred. Therefore, omsc will submit 1 medical device report (MDR) of the single use electrosurgical knife for 2 perforations discontinued esd and required the additional surgical resections.